Event description:
A 5.0 x 15mm palmaz blue on aviator plus, 5mm diameter, 50 mm length, on 142 cm catheter, stent delivery system was pulled from the shelf to be used in the case. The inner pouch was opened and the device was prepped for use. The inner pouch was discarded, so it is not known what size was designated on the pouch label. The physician advanced the stent to the target site; however, when the physician noted that the device was longer than the package had indicated. The device was deployed without adverse event. Upon removal of the catheter the delivery system was inspected and the markings on the device itself indicated that the device was 5.0 x 17mm rather than 5.0 x 15mm, as indicated on the outer carton label.

Manufacturer narrative:
An analysis is anticipated, but the device has not yet been received by cordis. Additional information will be submitted within 30 days of receipt.